Manufacturer narrative:
Conclusion code was updated.

Manufacturer narrative:
Concomitant products: product ID: 3877-75, lot# 0208817846, product type: lead. Product ID: 3550-39, lot# 0205052979, implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: accessory. Product ID: 3877-75, lot# 0208817845, implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: lead. (B)(4). Analysis of the lead ((B)(4)) found that the #2, 4, 5, and 6 conductors were broken at their respective electrode crimp sleeves. (B)(4).

Event description:
The health care provider (hcp) and consumer via a manufacturer representative reported that the patient had a displaced lead. The patient reported loss of stimulation and an x-ray confirmed the lead had moved from the subcutaneous cervical region to the lumbar region. No issues were reported prior that would cause the issue. The hcp attempted reprogramming of the lead without improvement in stimulation. The intervention taken to resolve the issue was explant of the lead on (B)(6) 2015 and replacement with a new lead and bumpy anchor. Only 1 of the leads and one anchor were explanted. The issue was resolved and the patient was alive with no injury.